Manufacturer narrative:
Device evaluation of electrode belt was completed. The reported problem (delivers pulse below lower limit) was unable to be duplicated. Upon further investigation, the electrode belt was unable to communicate with a monitor. The cause of the inability to communicate was due to an excessive solder connection on the pca board. The root cause of the excessive solder could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to deliver a pulse below the lower limit.